Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2018, that a 23 mm sjm trifecta valve was successfully implanted in a patient with asymptomatic tight aortic stenosis. On (B)(6) 2021, the patient presented with severe aortic insufficiency due to prosthetic valve degeneration. The valve was explanted and replaced with a 23 mm non-abbott device to resolve the event. The physician commented that it is possible that this degeneration is linked to endocarditis but is unknown. The patient is stable. No additional information was provided.

Manufacturer narrative:
An event of aortic insufficiency and explant of the valve was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Explant was reported due to "severe aortic insufficiency due to prosthetic valve degeneration". The investigation found that all three leaflets had fibrous thickening, were torn, and had calcifications. There was fibrous pannus ingrowth on the outflow surface of all three leaflets and on the inflow surface of leaflet 1 and leaflet 2. There was no inflammation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Calcification is a known potential adverse event associated with bioprosthetic heart valves. Per the warnings section of the instructions for use artmt600099236 version 1.0, "accelerated deterioration due to calcific degeneration of the valve may occur in:" "children, adolescents, or young adults", "patients with altered calcium metabolism (e.g., patients with hyperparathyroidism or chronic renal failure)" or "individuals requiring hemodialysis". The limited mobility of the leaflets and tears associated with calcifications, further exacerbated by the pannus ingrowth, is consistent with the insufficiency and elevated gradient noted prior to explant.